Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found that the helix was disengaged from the helical channel. There was blood in/on the helix/lobe mechanism and visual analysis noted that the lead was damaged at implant. (B)(4). The full lead was returned and analysis found no anomalies. There was blood in/on the helix/lobe mechanism and visual analysis revealed that the tip and helix appeared undamaged and within specifications.

Event description:
It was reported that at the initial implant the physician attempted to place the right ventricular lead. The first lead's helix would not extend. When trying to implant the second lead, the end of the lead was bent and the physician was unable to place the lead in the desired location. Both leads were not used and a competitor lead was implanted. No patient complications have been reported as a result of this event.